Event description:
It was reported that a clearlink continu-flo duo vent solution set had experienced a no flow. The post-anesthesia care unit nurse primed the set with normal saline and then hung it for a gravity infusion on a patient. After infusion was started the nurse observed the no-flow. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Therefore the customer reported condition was not confirmed, nor could a cause be determined. Per review of the batch records, no nonconformance report was documented for the suspected lots: r12k28120 and r12l19085. All release criteria were met for the build of the lots.